Event description:
Customer reported a low blood glucose, with the lowest level noted at 2.6 mmol/l. Cause was unknown. To address the low blood glucose, the customer consumed carbohydrates. Technical support recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels.